Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revised and subsequently had satisfactory results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, decreased r-waves, potential undersensing and potential non-capture. It was noted that the patient experienced chest pain, shortness of breath, dizziness, nausea, <(>&<)> sweating. The rv lead remains in use. No further patient complications have been reported as a result of this event.